Manufacturer narrative:
A certain® driver tip ¿ short (impdts) was returned for inspection. A visual inspection identified signs of wear due to usage around the shaft and the hex. The driver tip had noticeable wear around the translucent o-ring. The laser mark had worn out and the color stripe had stripped off. The certain driver tip ¿ short (impdts) successfully engaged and disengaged from a test implant as intended. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 pick-up and delivery of implant. Care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. The complaint was unconfirmed, as the certain driver tip ¿ short (impdts) successfully engaged and disengaged from a test implant as intended during functional testing. In addition, the exact details of the devices usage were unknown. There were signs of wear but no evidence of any malfunction or significant damage to the driver tip that could have contributed to the reported event. Therefore, based on the information provided, a probable cause could not be determined.

Manufacturer narrative:
Event date unknown/not provided. Lot number for the device was not provided/unknown.

Event description:
The doctor reported that on an unknown date the placement driver does not release from implant after placing it. The doctor confirmed he could complete surgery by using another driver.